Manufacturer narrative:
PMA 510k #k210476 investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplement report to be submitted due to the completion of the lab evaluation on 08-jun-2023.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 18-dec-2023.

Manufacturer narrative:
PMA/510(k) #k210476. Device evaluation: 1 unit of lot c1982041 of echo-19 was returned opened in its original packaging. From image provided by the customer, unknown grey wire like appears to be partially visible. The device related to this occurrence underwent a laboratory evaluation on 08 june 2023. Visual inspection: needle and sheath broken below sheath extender, distal end of needle examined and no issues observed, stylet not returned, functional inspection: sheath extender able to advance and retract with no issues, needle handle unable to advance. Following lab evaluation additional information was requested to determine device failure. From additional information provided ¿no kink or bend at distal end of needle.¿ has been confirmed. Following the lab evaluation it was clarified that the needle and sheath break below the sheath extender occurred while in use. Manufacturing records review: prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for echo-19 of lot number c1982041 did not reveal any discrepancies that could have contributed to this complaint issue. Historical data review: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1982041. Instructions for use and/ label: the notes section of the instructions for use, ifu0101 which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Also, ¿intended use: this device is used to sample targeted submucosal gastrointestinal lesions through the accessory channel of an ultrasound endoscope.¿ there is no evidence to suggest that the customer did not follow the instructions for use (ifu0101). Image review: an image was not returned for evaluation. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A potential root cause could be attributed to the device being over torqued during the procedure causing the needle and sheath to break proximally as found in the device evaluation this then caused the retraction issue experienced by the customer. Summary: complaint is confirmed based on visual and/or functional inspection. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
User advanced the needle to desired position and detected the needle cannot be retracted as expected after frist biopsy done. User then changed to another same device to complete the procedure. "A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence."